Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event. The hp stated that in initial drain, the homechoice (hc) only drained out 68ml before proceeding into fill 1. The hp had previously performed a manual off-cyler fill of 3000ml. The hp felt overfilled in dwell 1 so they disconnected from the hc and drained out using manual supplies. The hp stated they drained out over 6500ml of solution. The technical service representative (tsr) had the hp review the ida setting for the initial drain and found that it was 0ml. The tsr explained why the hc proceeded to fill 1 without draining them out completely. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was received and an evaluation was performed to investigate the reported event. The event was not identified in the event history log review. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.